Event description:
The user reported that when the power switch was pressed, the unit appeared not to turn on, but that it would charge and fire normally. There was no pt involved. The problem was an open transistor (q6) on assembly. No cause of the transistor failure could be determined. The event is not occurring more frequently or with greater severity than is usual for the device.